Event description:
It was reported that touchscreen was scratched and no additional details about the event were provided. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up from technical support and no additional actions were taken before case closure.